Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion; guide catheter: hyperion. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was heavily calcified. A 3.5x15mm trek rx was used for pre-dilatation, however, the balloon ruptured during the first inflation at 8 atmospheres. A non-abbott 3.5x15mm balloon dilatation catheter was used to complete the procedure. There was no resistance during removal of the protective sheath or during advancement or retraction from the anatomy. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.